Event description:
The customer reported that the system displayed a generator error. They rebooted and still got the error. Also the system did not fluoro.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep replaced the footswitch and monoblock xray tube assembly. He checked and verified fully operational by booting system, taking several xrays, saving and then recalling images with no problems or errors.